Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 with high blood glucose and diabetic ketoacidosis. The customer experienced vomiting. Blood glucose at the time of the admission was 497 mg/dl. The customer was treated with insulin drip, potassium and magnesium. The customer was wearing the insulin pump during the hospitalization. Troubleshooting for high blood glucose was not performed. It was also reported that the customer stopped using the sensor because they had inaccurate sensor readings and calibration errors. Troubleshooting was performed and they were advised about the proper insertion and calibration process. The insulin pump and the sensor will not be returned for analysis.